Event description:
The patient reports having fluid around the pump, which is drained every week by the managing physician. The patient reported another physician tried to refill the pump but was unable to do so because of fluid around the pump. The patient stated the fluid is drained every week by their managing physician and has been present for several months. The patient was told there was 0.7 ml of drug left in the pump and the pump could be refilled when the managing physician returned. The patient reported the alarm sounds every hour. The patient also mentioned an allergy to metals. Additional information was requested from the hcp but was not available on the date of this report.